Manufacturer narrative:
The patient had undergone previous surgical revisions to reposition or relocate the existing implanted components (see MDR 3015425075-2023-00014 and 3015425075-2023-00195). It is likely that multiple instances of handling the components led to damage that was not clear on the images. Migration of the ipg likely exacerbated the damage and caused the impedance readings noted as well as contributing to poor communication between the ipg and the external therapy discs.

Event description:
On (B)(6) 2024 the patient met with a nalu representative for impedance check due to inadequate pain relief from the nalu system. Impedance check returned readings indicating an open circuit or possible short in the system. Imaging found the implantable pulse generator (ipg) had migrated within the pocket but showed no other obvious damage to the system components. Surgical revision was performed on (B)(6) 2024 to replace the ipg. Existing leads remained implanted and in use. Existing leads were tested intra-op with a known good device to confirm no issues with the leads and verify only the ipg had been damaged. Additional intra-op testing confirmed the replacement ipg returned good impedance readings and was functioning as expected prior to closing the case.